Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen issue was found during testing and did not delay patient therapy. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporting institution name - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported a ventilator touchscreen was offset by too much. The fse reported that the failure occurred when the machine was not being used on a patient. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse replaced the touchscreen. After replacing the new touch screen, the touch screen calibration was carried out and the machine resumed normal use. No other anomalies were reported.